Manufacturer narrative:
The investigation for the hemolysis has been completed. No product or data logs were available. The cause of the hemolysis was not determined due to lack of product, data logs, and sufficient clinical information.

Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria. The patient was treated with lasix which did not resolve the issue. The patient expired on impella support.